Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to use, the implantable pulse generator (ipg) battery voltage was below recommended voltage for implant. The ipg was not used. No patient complications have been reported as a result of this event.